Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. No additional information was reported/additional information was requested but not received.

Event description:
New information noted the patient presented in clinic for follow-up. Upon interrogation, a non-sustained right ventricular oversensing alert was received for the post paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were implemented. The patient was was in stable condition.